Manufacturer narrative:
H3, h6: the real intelligence cori, pn: rob10024, sn: (B)(6) used in treatment was not returned to the designated complaint unit for evaluation, therefore visual and functional evaluations could not be performed. The software files were provided for investigation, where screenshot and log file review of the case did not confirm the multiple ¿system time out¿ errors in the femur cutting screen. The drill and the drill attachment were returned for evaluation where it was found that the drill attachment¿s lock nut had backed out of the shaft, causing an obstruction. Although the ¿system time out¿ errors could not be confirmed, the most likely cause of these errors would be the obstruction of the drill attachment. The backing out of the lock nut would have prevented the drill¿s ability to move the carriage to the location needed when cutting, resulting in the ¿system time out¿ error. The backing out of the lock nut would have prevented the drill¿s ability to move to the carriage to the location needed when cutting, resulting in the ¿system time out¿ error. This situation is captured in the risk assessment released at the time of the complaint. The failure mode and associated risk have been anticipated within the risk file and that the documented risk level is still adequate. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports. A review of prior escalation actions was performed and found no actions that are applicable to the scope of the reported complaint. This issue will be continuously monitored through complaint investigation and post market surveillance. Based on the investigation, no containment or corrective actions are recommended at this time.

Event description:
It was reported that upon entering the cutting femur screen under bur initial cut during a cori assisted tka surgery, they received the system time out error ((B)(4)). They tried to dismiss but continued to receive it. They proceeded to exit the case and recalibrate, but received the drill time error in calibrate screen. They could not disassemble the drill attachment from drill ((B)(4)). The procedure was completed, with a delay of fewer than 30 minutes, using a new drill, drill tracker and drill attachment from another set. Patient was not harmed as consequence of this problem.